Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Age or date of birth: born in (B)(6). UDI: (B)(4). Concomitant medical products: part: 110024465, g7 dual mobility liner 46mm g, lot: 143090; part: 010000985, g7 freedom const e1 lnr 36mm g, lot: 6517058; part: 11-300920, arcos 20x190mm spl tpr dist, lot: 751510; part: 010000666, g7 pps ltd acet shell 58g, lot: 6320695; part: 11-107018, freedom constr hd 36mm t1 std, lot: 062190; part: 11-301354, arcos con sz d hi 80mm, lot: 393990; part: 010000997, g7 screw 6.5mm x 20mm, lot: 6393349; part: 010001002, g7 screw 6.5mm x 45mm, lot: 6223759; part: 010001001, g7 screw 6.5mm x 40mm, lot: 6310209. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02567, 0001825034-2019-02568, 0001825034-2019-03754.

Event description:
It was reported that a patient underwent a left total hip arthroplasty, subsequently the patient underwent a revision due to recurrent dislocation approximately four weeks post-implantation. A review of the x-rays noted heterotopic ossification along the greater trochanter and lateral aspect the proximal femoral diaphysis. No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of radiographs. Xray review notes dislocation of the femoral head and polyethylene liner, and heterotopic ossification along the greater trochanter. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.